Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had low blood glucose level. The customer¿s blood glucose level was 44 mg/dl at the time of incident. The customer had blood glucose level 95 mg/dl in the morning, then 74 mg/dl after lunch and 75 mg/dl in the night. The customer reported that he had blood glucose level 89 mg/dl and then he went home and blood glucose level went low to 44 mg/dl. The customer was treated with juice and tablets and then the blood glucose level went to 115 mg/dl. The customer was treated with carbohydrates and then he had lunch. The insulin pump will not be returned for analysis.